Event description:
Drug/diluent: marcain plain 0.55 percent. Fill volume: 270ml. Flow rate: 4ml/hr. Procedure: abdominoplasty. Cathplace: bilateral and parallel to midline. Date of surgery: (B)(6), 2011. Catheter broke during removal by patient. Surgeon did not have difficulty inserting the catheter or removing the introducer. Catheter appeared stretched at the break point and approximately 5 inches was left in the patient. Catheter fragment has not been removed from patient. Per surgeon on (B)(6), 2011, patient is doing fine.

Manufacturer narrative:
The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.